Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On, (B)(6) 2023, the patient experienced a skin reaction with itching, inflammation, blisters, open wounds, discomfort, and infection, underneath sensor pod area only. The patient stated that, also as she was pregnant, she consulted a doctor for the skin reaction. The doctor prescribed her with oral antibiotics, flucloxacillin 500 mg. At the time of the call the patient was in a good condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.